Manufacturer narrative:
Concomitant medical products: laminar flow phaco tip- model opof3020r, healon- cohesive, and healon ¿ dispersive- healon endocoat. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient's operative eye. Two sutures were required to close the wound. The phacoemulsification unit was used the following day for eight scheduled cataract procedures with another surgeon without incident no additional information was provided.